Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The issue appeared when starting up the system at the beginning of the day. A philips remote service engineer (rse) troubleshot the system remotely and confirmed that the system had not started up properly. A philips field service engineer (fse) inspected the system on site and identified that the host pc was not starting up intermittently. Log file analysis confirmed a malfunction of the host pc. The host pc was replaced and the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.